Event description:
It was reported the patient had the cvc inserted on (B)(6) 2021. On (B)(6) 2021, the therapist found "leaking issue between extension line and luer-hub (white)". No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for analysis. Signs of use in the form of biological material was observed inside all three extension lines. Visual analysis revealed that the proximal extension line contained a large hole directly adjacent to the luer hub (white hub). Microscopic examination confirmed the hole in the proximal extension line, and revealed that the extension line was still molded within the luer hub. The catheter body length from the juncture hub to the distal tip measured 218mm which is within the specification limits of 207mm-227mm per the catheter product drawing. The proximal extension line outer diameter measured 2.18mm, which is within the specification limits of 2.13mm-2.21mm per the proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 1.4478mm which is within the specification limits of 1.420mm-1.500mm per the medial extension line extrusion graphic. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush each lumen with sterile saline solution, to establish patency and prime lumen(s)". When the proximal line was flushed, water leaked from the hole directly adjacent to the luer hub. The medial and distal lumens flushed as intended. A manual tug test confirmed that the medial and distal luer hubs were secure to their respective extension lines. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The proximal extension line contained a hole directly adjacent to the luer hub. When the proximal line was flushed, water leaked from the hole. A device history record review was performed based on sales history, and no relevant findings were identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue will be determined by the CAPA investigation. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported the patient had the cvc inserted on (B)(6) 2021. On 11-nov-2021, the therapist found "leaking issue between extension line and luer-hub (white)". No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had the cvc inserted on (B)(6) 2021. On (B)(6) 2021, the therapist found "leaking issue between extension line and luer-hub (white)". No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.